Manufacturer narrative:
E2: health professional ¿ (blank) and e3: occupation ¿ no information provided. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rigid video scope had a white scratch in the center of the image. The issue was found upon receipt inspection. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. A white scratch was found in the image. A definitive root cause could not be identified. Based on the results of the investigation, the pixel defect likely occurred due to expected or random component failure of the charge coupled device. Olympus will continue to monitor field performance for this device.

Event description:
No additional information provided by the customer.